Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The date of death is not known and has been entered as the implant date with the year valid. Concomitant medical products: product ID res01 implanted: (B)(6) 2013. (B)(4).

Event description:
A patient with an implantable pulse generator (ipg) system was reported as deceased due to the pacemaker stopped working. It was reported that the date of the death was not available as the patient died at a remote location. It was noted that a connection or tip-tissue contact issue was suspected with the lead. The ipg system was implanted (B)(6) 2013 and the report of the death was received 2013-09-24.